Event description:
It was reported that device had a motor rate error. The event occurred when the device was not in use. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.